Event description:
Doctor used three biopince devices, two samples, four passes total. 1st device failed after 1st pass (18gax15cm, ref#: (B)(4), lot# 11466722). Switched to a new device. 2nd device failed after 1st pass (18gax15cm, ref#: (B)(4), lot#11466722). Switched to a new device. 3rd device (15gax15cm, ref#: (B)(4), lot# 11469770) with co-axial introducer 17gax11.8cm retrieved 2 samples.